Event description:
It was reported that an implanted pacemaker battery voltage, as measured via remote monitoring, was below the elective replacement indicator (eri) voltage but interrogation of the pacemaker did not report the battery as having reached eri. It was noted that both leads had high output. It was later reported that the ventricular lead had a high threshold. The atrial and ventricular leads were capped; the ventricular lead was replaced. The device was removed and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that an implanted pacemaker battery voltage, as measured via remote monitoring, was below the elective replacement indicator (eri) voltage but interrogation of the pacemaker did not report the battery as having reached eri. It was noted that both leads had high output. It was later reported that the ventricular lead had a high threshold. The atrial and ventricular leads were capped; the ventricular lead was replaced. The device was removed and replaced. No patient complications were reported as a result of this event. Subsequent information received indicates low impedance on right ventricular lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Correction: adverse event flag, location, source type code, operator code, and date of death field.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.